Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2015-02511 pertains to the first resolution clip device, manufacturer report #3005099803-2015-02512 pertains to the second resolution clip device and manufacturer report #3005099803-2015-02513 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. It was reported that they aligned the clip, closed and snapped it, and there was a small move to release the clip from the end of the catheter; however, the clip did not release from the catheter. The same issue occurred with the other two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was not returned. A kink was noted on the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2015-02511 pertains to the first resolution clip device, manufacturer report #3005099803-2015-02512 pertains to the second resolution clip device and manufacturer report #3005099803-2015-02513 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. It was reported that they aligned the clip, closed and snapped it, and there was a small move to release the clip from the end of the catheter; however the clip did not release from the catheter. The same issue occurred with the other two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.